Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es displayed a black screen, and when powered on, the screen did not show anything. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen showed nothing when powered on. A field service engineer checked the station, and an issue was found with drawer 4.2. The module and drawer board were replaced, followed by a reboot. Diagnostics were run, and the drawer was tested successfully with the customer. The system functioned as intended after the field service engineer repaired the device.